Manufacturer narrative:
Patient identifier remains unknown, therefore the gore case reference number was used. The imaging evaluation summary states the following: three still-shot angiogram images without legible date and 2- jpeg images dated (B)(6) 2021 were received for evaluation. Poor quality angiogram still images. Cannot window level or manipulate images in any way. The second angiogram image appears to show a non-deployed device present. The device appears to be on a delivery catheter. The third angiogram image appears to show a portion of what appears to be, a deployed device. The sheath appears to be pulled back. The 2 jpeg images of reconstruction cta imaging appear to have measurements and annotations that were completed at the imaging facility. O there appears to be significant thrombus proximal to the celiac artery. Images provided do not allow for evaluation in relation to the reported complaint

Event description:
The patient presented with an aneurysm of the descending thoracic aorta that was treated with a gore® tag® conformable thoracic stent graft with active control system during an endovascular aortic repair (tevar). The device was advanced to the intended position and they started to deploy the device. It was reported, that with the first deployment step the device expanded partially (50 %) as intended. Then, with the second deployment step, the device could not be fully expanded because the gray handle could not be pulled. The physician then opened the deployment line access hatch and made an unsuccessful attempt to further expand the device by pulling the deployment line in channel 2. At this stage, the deployment line was still attached to the graft and could not be released. With another gentle attempt to pull the gray handle the deployment line has broken a few centimetres from the gray handle. The deployment line would not release from the device. They stated, that then they released the 50 % expanded endoprosthesis from the delivery catheter and removed the angulation grey handle. After this they used a balloon to fully expand the device and to keep the fully expanded device in position while attempting to detach the broken deployment line from the device. To do so they inserted the broken deployment line through a short catheter and pushed and pulled the catheter until the deployment line released from the expanded device and to remove the broken deployment line from the patient. It was reported that the device was implanted successfully and that there was no impact to the patient due to this event.

Manufacturer narrative:
Events of inability to complete secondary deployment were investigated, and a field safety corrective action was initiated (fsca #: 2017233.09/09/2020.001-c). As part of the fsca, gore has sent a letter to physicians with information about its investigation and has updated the IFU warnings related to secondary deployment events. In addition, manufacturing changes were implemented to mitigate the potential occurrence of these events. The manufacturing date of the device involved in the present event occurred before the implementation of the changes.

Manufacturer narrative:
Added g1, g3/g4, h1/h2 and h6.

Manufacturer narrative:
H6-code 10: the endoprosthesis remains implanted in the patient. The delivery system was returned for evaluation. The product evaluation summary states the following: the secondary deployment line (sdl) that remained connected to the secondary deployment knob measured approximately 4.5 cm. This length of fiber aligns with the fiber breaking within the handle. The rest of the sdl was not returned for evaluation. Per the manufacturing product history review (phr), the device met all pre-release specifications. Per the imaging evaluation, the images provided do not allow for evaluation in relation to the reported complaint. The reason for resistance and inability to deploy during secondary deployment cannot be determined with the currently available information. Manipulation of the secondary deployment line (sdl) with the backup hatch may have resulted in damage and eventual breaking of the fiber during a subsequent deployment attempt. The returned secondary deployment handle and attached secondary deployment line fragment supported the physician¿s observations that the secondary deployment could not be completed. Given the limited components of the returned device, and lack of mentioned abnormal anatomy of the patient, a specific cause of the secondary deployment line breaking could not be determined with the currently available information.